Event description:
It was reported that the patient had a lead fracture which was confirmed with imaging. It was also noted that the lead had migrated. The patient underwent a revision procedure wherein lead extensions were added to prevent the lead from pulling out again.

Event description:
It was reported that the patient had a lead fracture which was confirmed with imaging. It was also noted that the lead had migrated. The patient underwent a revision procedure wherein lead extensions were added to prevent the lead from pulling out again. Additional information was received that the fractured lead was replaced. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7075021 UDI: (B)(4).

Event description:
It was reported that the patient had a lead fracture which was confirmed with imaging. It was also noted that the lead had migrated. The patient underwent a revision procedure wherein lead extensions were added to prevent the lead from pulling out again. Additional information was received that the fractured lead was replaced.